Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned after displaying loss of capture (loc) and high pacing impedances. The lead was reported to have fractured. There were no additional adverse patient effects reported.